Event description:
The following descriptions of the event were documented by a (B)(4) tech support specialist in response to phone conversations with a user facility rep. "[Name removed] says that they are not getting any sound from the speaker when they get an alarm. He has ohmed out the speaker and said it is good so he is ordering the gde [gas delivery engine]." "Called [name removed] to inquire if vent was on pt. [Name removed] said no, they found that problem while vent was in the biomed shop."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a (B)(4) tech support specialist in response to a phone conversation(s) with a user facility rep. The following info concerning the eval of the device is a summary of the info documented by the (B)(4) technical support specialist and the (B)(4) failure analysis lab tech. The (B)(4) tech support specialist in conjunction with the user facility rep determined that the root cause of the reported event was a faulty gas delivery engine. The (B)(4) failure analysis lab tech evaluated the gas delivery engine and verified the complaint. The (B)(4) failure analysis lab tech determined that the root cause of the gas delivery engine's failure was tantalum capacitor (B)(4) on the tca pcba (B)(4) is shorted (burnt). This is a known issue that has already been addressed. Corrective or preventative measure info resides in engineering change order (eco)# (B)(4). The user facility was shipped a replacement gas delivery engine on replacement sales order# (B)(4) to repair the device and return it to service.